Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a button error due to corroded keypad traces. Insulin pump received with normal operating currents. No unexpected low battery alarm or battery out limit noted. Insulin pump received with cracked battery tube threads, reservoir tube lip, broken belt clip slot and minor scratches on display window.

Event description:
Customer states he began to have insulin pump button issues when he attempted a bolus shot. Customer's blood glucose was 269 mg/dl. Representative could not troubleshoot as buttons were not responding. Customer was advised insulin pump would need to be replaced. No further information provided.